Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 350-32-04 - tibial plate mb sz 4 rt. (B)(6), 350-02-04 - talar implant sz 4 rt.

Event description:
Approximately 1 year and 10 months post the initial right total ankle replacement; the patient was seen at the emergency department with acute pain in the right ankle joint. Radiological examination suggested a dislocation of the right ankle joint prosthetic inlay. Upon presentation at the hospital, there was swelling without redness of the right ankle joint and non-irritating soft tissue. A dorsal u-shaped lower leg cast was applied, and the surgical procedure was scheduled. The patient underwent a revision, where the inlay was found to be fractured. The tibial and talar components appear intact and firmly osteogenically integrated. The patient underwent surgical wound debridement and bone debridement tibially and talarly. Collection of microbiological samples was taken, and sonication of the inlay. A gentamicin sponge inlay was placed. The patient was taken to the recovery room in good general condition. The patient was discharged for outpatient treatment with a non-irritating wound condition and staples and absorbable sutures in place. Peripheral circulation, sensitivity, and motor function were intact. Clinically, there were no signs of thrombosis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.